Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, diabetes mellitus, periodontal disease, infection, bleeding, inflammation.